Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitor was displaying a speaker malfunction error message. No patient harm was reported.